Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port released smoke while charging, which resulted in the usb port burning and the pump not charging. Customer's blood glucose level was 177 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.